Event description:
It was reported that a large volume infusor was found to have leak. This was noticed during infusion. The product was filled with fluorouracil. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured between april 24, 2014-april 25, 2014. Evaluation summary: the device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection and functional testing were performed. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.